Event description:
It was reported the balloon catheter was used for assisting in an aneurysm coiling procedure. Upon catheter removal, the distal tip of the guidewire stuck in the vessel. The physician pulled the catheter with the guidewire and the coil section on the distal tip of the guidewire unraveled and detached. The broken segment remained in the patient. No patient injury reported.

Manufacturer narrative:
The guidewire was returned with approximately 0.6 cm of the distal tip missing. The guidewire coil was found stretched and unraveled starting at approximately 2.3cm from the distal end of the core wire. Analysis of the cross section at the break point showed the failure of the corewire occurred due to repetitive twisting.